Event description:
It was reported that a continuous glucose monitor displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, error did not return, and sensor session was successfully started, with no additional issues reported.